Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned outflow graft revealed that the returned segments passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence of a malfunction that may have prevented the pump from performing as intended. The reported low flow event was confirmed via review of the controller log files which revealed normal power consumption and estimated flow within the analyzed period. Three low flow alarms have been recorded since (B)(6) 2020. Information received from the site indicated that the patient was admitted for a scheduled partial explant of their ventricular assist device (vad) and outflow graft due to a suspected outflow graft occlusion, associated with decreased average flows and power over time. A chest computerized tomography (CT) scan revealed luminal occlusion of the outflow graft at the aortic anastomosis site. An echocardiogram revealed the patient's ejection fraction was at 45%. Of note, it was reported that the distal portion of the outflow graft that was anastomosed to the aorta was cut and sewn closed. The pump and the remaining outflow graft were removed. The sewing ring was left on the heart and a patch was placed over it. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft. D4: lot#: 528198. D9: yes, return date: 26-jan-2021. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d12, d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft model #: 1125, catalog #: 1125, expiration date: 31-aug-2015, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 31-aug-2010. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a scheduled partial explant of their ventricular assist device (vad) and outflow graft for a suspected outflow graft occlusion and recovery. The patient has had decreased average flow and power over time. A chest computerized tomography (CT) scan revealed luminal occlusion of the outflow graft at the aortic anastomosis site. An echocardiogram revealed the patient's ejection fraction was at 45%. The distal portion of the outflow graft that was anastomosed to the aorta was cut and sewn closed. The remaining part of the outflow graft and vad were removed while the sewing ring was left on the heart and a patch was placed over it. No further patient complications have been reported as a result of this event.